Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-12-07 h6: investigation summary seven samples and photos received for investigation, upon visual inspection, five out of the seven syringes have a damage in the barrel causing a deformation in the part. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause is associated with his damage could have been caused during assembly process by the jammed parts.

Event description:
It was reported bd plastipak¿ syringe were damaged, causing leakage. The following information was provided by the initial reporter: "the affected syringes have a dent on the barrel of the syringe at roughly the 4ml mark. This was noticed by pharmacy production staff during aseptic preparation as this caused the liquid in the syringe to leak back down the plunger."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ syringe were damaged, causing leakage. The following information was provided by the initial reporter: "the affected syringes have a dent on the barrel of the syringe at roughly the 4ml mark. This was noticed by pharmacy production staff during aseptic preparation as this caused the liquid in the syringe to leak back down the plunger."